Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer compared blood glucose readings between the contour next one and a different meter. There was as much as a 45mg/dl difference between them. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The strips were not expected to be returned for evaluation. Strip information was not provided, so this report will be submitted under the meter information. A new meter was sent to him.

Manufacturer narrative:
The customer returned contour next one meter, serial # (B)(4) for evaluation. The previously returned contour next one meter, serial # (B)(4), as indicated in the first supplemental report was a different meter than the one in question. The customer's returned contour next one meter, serial # (B)(4) was tested with in-house contour next test strips from lot # 7fpec04b, which gave satisfactory performance.

Manufacturer narrative:
The customer returned serial # (B)(4). Sections have been updated with the serial # and device manufacture date respectively.